Manufacturer narrative:
(B)(4). Currently pending evaluation of the patient use event.

Event description:
During a deployment, the user reported that the device advised a shock then didn't deliver the shock. The subject was not resuscitated.